Manufacturer narrative:
In the event the devices are returned to the manufacturer, no analysis will be performed as the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(6) the patient went to the urgent care due to pain and burning around the scs ipg surgical incision. The patient was advised to consult with his physician. However, the patient did not see the physician until his three months follow-up visit. Upon examination a keloid was diagnosed, the patient was prescribed oral antibiotics. Additional follow up identified an infection developed at the scs ipg surgical incision. Surgical intervention was taken in order to clean the scs ipg surgical incision.